Event description:
It was reported that a patient's implantable neurostimulator (ins) was "dead". It was stated that a replacement surgery was scheduled for (B)(6) 2013. One week later it was reported that the patient's entire system removed and replaced with a new model. It was stated that the original reason for surgery was because the ins was in an uncomfortable location and it needed to be revised. Further information has been requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient was experiencing pain in the tailbone where the old stimulator used to be. It was noted that the patient had ¿massive pain.¿ it was noted that the pain started over the last few week and it had limited the patient¿s walking. It was noted that the pain felt like when your foot falls asleep and it burned. It was noted that the pain was in the location of where the old implant used to be. It was noted that the pain was ¿off to the right side.¿ it was noted that the manufacturer representative was in the room when the explant was performed and said that there was nothing wrong. It was noted that the leads were also replaced. It was noted that the patient was ¿eating pills like crazy¿ to help with the pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 74002. Product type: adapter: product ID 3998, lot# l92553, implanted: (B)(6) 2002. Product type: lead: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient. (B)(4).

Event description:
Additional information indicated that there would be no product returns. It was stated that patient's therapy was effective and the outcome was good.

Event description:
Additional information received reported the patient¿s tailbone was always numb and tingling.

Manufacturer narrative:
(B)(4).